Manufacturer narrative:
Investigation summary bd received three (3) photos for review and analysis. The photos do not confirm the reported issue of a retraction failure as the photos show a bd pbbcs device with the needle fully retracted inside the housing barrels. In addition, bd sumter received one (1) push button blood collection set for review and analysis. The customer sample was subjected to a visual inspection and the sample passed the inspection with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: the customer stated "this is a report about retraction failure of wingset." The customer has experienced this issue before.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had a retraction issue does not retract (button will not engage). The following information was provided by the initial reporter: the customer stated, "this is a report about retraction failure of wingset." The customer has experienced this issue before.